Manufacturer narrative:
An eval of the reported event, treatment settings, and photographs of the pt by a lumenis health professional concluded the probable cause of the event to be excessive treatment settings employed for the pt's skin type in contradiction to common medical practice.

Event description:
It was reported that a pt sustained a scar to the upper lip as a result of hair removal treatment with the lumenis lightsheer laser.